Event description:
The hcp reported, that 27 mls were withdrawn from the pump reservoir; the expected volume was 3.4 mls. The pump was used to deliver lioresal 2000mcg/ml at 649 mcg/day. Prior volume discrepancies had been confirmed with another of the pt's hcp. The pt was asymptomatic and further troubleshooting was planned. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.